Manufacturer narrative:
The tech replaced the high voltage board but the issue remained. He replaced the logic board to repair the bed.

Event description:
Info received indicates the head of the bed is going up on its own.